Event description:
On (B)(6): customer reports via phone that during a urology stent placement on a female pt (age unknown), the table failed to function. Staff was unable to perform fluoro or table movement. Pt was moved to another room where procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Covidien field service engineer (fse) evaluated the customer's complaint of the table not fully booting up during the power on sequence and no response from the footswitch or the handswitch and found the uib connector board was slightly corroded. Corrosion was also found on the footswitch and handswitch cables. Fse replaced the uib connector board, the handswitch coiled cable, and the uib cable assembly. Fse then tested the unit per hut service checklist qssrwi4.1. The unit passed all service tests. System returned to full service by customer.